Event description:
Tubing broke at lower y-site, causing blood to back up from central line. Mom noticed blood backing up and clamped the port. Rn came into room to find tubing was completely disconnected/come apart. Flushed with ns to clear line and heparinized with 100/ml flush. Charge rn immediately changed caps and replaced ivf with new tubing.